Event description:
It was reported that the pk dissecting forceps instrument would not open correctly prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, which pertained to the motion of the instrument, failure analysis found that the pitch cable was broken. This can cause the yaw motion of the grip to be non-functional. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.